Event description:
The customer initially reported that the device was showing a charge-pak icon, which indicates the device needs to have the charge-pak assembly replaced. After an evaluation of the device by physio-control, it was observed that the device would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Upon evaluation, physio observed the the device was showing all three icons (attention, service wrench and charge-pak) and would not power on. It was determined that a filter, designator fl9 from the analog pcb assembly was electrically leaky which depleted the internal hlc batteries. Upon further evaluation, it was also observed that an integrated circuit chip, designator u15 from the digital pcb assembly was causing the device to power on and off by itself. This additional failure mode was not observed until the device was evaluated by physio-control in the failure analysis center. The likely cause of the reported failure of the device to power on was the electrically leaky filter, designator fl9 from the analog pcb assembly.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Upon evaluation, physio observed the device was showing all three icons (attention, service wrench and charge-pak) and would not power on. It was determined that a filter, designator fl9 from the analog pcb assembly was electrically leaky which depleted the internal hlc batteries. Upon further evaluation, it was also observed that an integrated circuit chip, designator u15 from the digital pcb assembly was causing the device to power on and off by itself. This additional failure mode was not observed until the device was evaluated by physio-control in the failure analysis center. The likely cause of the reported failure of the device to power on was the electrically leaky filter, designator fl9 from the analog pcb assembly. Physio-control evaluated the device and verified the reported failure. Upon evaluation, physio observed the device was showing all three icons (attention, service wrench and charge-pak) and would not power on. It was observed that a filter, designator fl9 from the analog pcb assembly was electrically leaky. Physio also observed that an integrated circuit chip, designator u15 from the digital pcb assembly was causing the device to power on and off by itself. It is likely that both of these circuit failures contributed to the reported power failure. The customer received a replacement device.